Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 160, 170, 278 and 295 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. Customer also stated the results from the meter were higher when compared to another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/15/2020 and open vial date is 07/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 160, 170, 278 and 295 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. Customer also stated the results from the meter were higher when compared to another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/15/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 160 mg/dl, date: (B)(6) 2019, time: 11:41am fasting. Result 2: 170 mg/dl, date: (B)(6) 2019, time: 12:18am fasting. Result 3: 148 mg/dl, date: (B)(6) 2019, time: 11:44pm fasting. Result 4: 278 mg/dl, date: (B)(6) 2019, time: 10:01pm fasting. Result 5: 295 mg/dl, date: (B)(6) 2019, time: 9:17pm fasting.